Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the machine in patient's body and the patient programmer didn't seem to be working right and they weren't sure what was needed to do to get it working. Patient stated they were getting the poor communication screen even after synching with and without antenna. Patient has never changed their settings since they got the device. They reported they were not getting symptom control and that they had problems with the their bowel for years therefore they got the interstim. Patient mentioned they could tell if the psynchter muscles were working but that they could tell that the interstim wasn't working because when they would be driving they would have to pull over soon to run to bathroom. Also, patient stated they hadn't felt the vibrations like they were supposed to now as they thought the vibrations were supposed to be felt down the leg. Patient reported it was not working and confirmed they were not feeling stimulation. Furthermore, they don¿t feel stimulation at the implant site and none felt in their back for a while now. It was reviewed that the stimulation should be felt in bike seat area. Patient advised to follow up with healthcare professional (hcp) to have device checked. No further complications were reported.